Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd® flu+ syringe experienced misaligned scale marking. The following information was provided by the initial reporter: the device markings on the barrel deviate away from the midline and are sited on an angle giving no confidence as to the accuracy of the markings.

Manufacturer narrative:
Investigation summary a device history record review was completed for provided material number 305832 and lot number 2006404. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defects and all quality tests were found to be within specification. As samples were unavailable for return, twenty retained samples of the same lot number were obtained for evaluation. The retained samples were examined and no signs of scale marking issues were detected. Regarding the scale marking issue, the process used to print the scale consists of a roller system and an ink transfer. For this type of reported defect to occur, a failure in the scale printing process would have taken place; however, no issues related to this type of defect were identified during production.

Event description:
It was reported that the bd® flu+ syringe experienced misaligned scale marking. The following information was provided by the initial reporter: the device markings on the barrel deviate away from the midline and are sited on an angle giving no confidence as to the accuracy of the markings.